Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an unexpected outcome with a glaucoma filtration stent device. The patient was seen for their one-week postop with an intraocular pressure (iop) of 8. The device moved anterior to the point where it is touching the corneal endothelium. The anterior chamber is shallow and entire cornea is hazy. Additional information was requested.

Manufacturer narrative:
Additional information provided. No sample has been returned for evaluation for the report of device moved anterior to the point where it is touching corneal endothelium, hazy cornea, and anterior chamber shallow; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information (e.g., patient preoperative condition, intraoperative complications and device positioning, or postoperative events/conditions that may have affected the patient's intraocular pressure [iop]) is provided for a detailed evaluation of the case. It is possible that lower iop and shallowing of the anterior chamber are factors in the perception of anterior movement of the device. Lower iop may also be associated with maculopathy, which may affect the patient's vision. Possible root causes are that low iop (hypotony); decreased visual acuity, and device movement are established risks associated with use of the device system, which are clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).